Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d6b d9 h3 h6 a visual analysis of the returned device identified the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and right capsular contracture baker grade iii. Healthcare professional additionally reported a right side implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Healthcare professional additionally reported a right side implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.